Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "low" on the continuous glucose monitor, shakiness, and customer was unresponsive; cause was unknown. Customer required assistance from partner to treat bg via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.